Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report stating that a hamilton-c6 ventilator generated multiple technical error messages during ventilation and that an unusual noise was observed from the blower, suggesting degraded blower performance. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that during patient ventilation with a hamilton-c6, the device displayed multiple technical errors, and the blower generated abnormal noise. The event occurred on december 30, 2025. Log file analysis showed that the blower module failed during active ventilation, which led to several technical errors and activation of ambient state condition (ventilation stops). The issue was reproducible, and the device was removed from clinical use. The blower module was replaced under warranty by the customer. After replacement, the device passed all required functional tests and is planned to return to service. No harm or deterioration of the patient¿s condition was reported. No further information was received the case is considered as closed.